Manufacturer narrative:
A patient experienced an infection at the lead site was reported to abbott. During surgical intervention, erythema and fluid were noticed at the lead site. The lead was cut, and fragments left implanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead site. During surgical intervention on (B)(6) 2025, erythema and fluid were noticed at the lead site. The lead was cut, and fragments left implanted. Additional surgical intervention may take place to address the issue.